Event description:
A consumer reported that following cataract surgery with intraocular lens (iol) implant procedure, she was not able to see well at distance, also states she cannot see well enough to drive at night, and is extremely photophobic also had to change out lights in house and appliances for softer brightness levels in order to function and tolerate the light. There are two medical device reports associated with this patient. This report is associated with right eye. Additional information will be requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and receive stating the patient went for second opinion, where doctor stated that she healed faster than normal and he does not feel comfortable removing lens. She also has pre-existing which makes her not a candidate for removing lens due to increased risk of complications from zonules. Additional information was requested and received stating the patient had corneal edema. The patient visited for review, 3 weeks after phaco of right eye and complained about vision little blurry. The physician assessed that the patient was a little myopic of target even the vision was not solid 20/20. The patient was advised to continue drops and come for re-check as scheduled. After 2 weeks, the patient came for review and still complained about having some blurry vision at distance, glare when driving. She felt her near vision was excellent. It was additionally reported that patient complained about of dizziness, feels the colors are "off" in both eyes. She can see better with the glasses for distance but they make her dizzy, having motion sickness/nausea with glasses- whether progressives or distance glasses. Patient mentioned that indoors at home, her vision was excellent and reads small print and see intermediate distance well. Further, the patient was advised for second opinion. During that, the patient continues to have trouble driving at dawn and dusk due to glare. The glasses make it a little easier to see street signs and states that colors were all screwed up. The patient was advised for lens exchange which she agreed. The patient also had mild inflammation, dry eyes, headache which was worse after driving, horrible migraines, trace posterior capsule opacification. The patient was prescribed with additional drops. The patient had eye pain at night and itching as well, which stopped after discontinuing steroid drops and prescribed with other drops. It was reported that, the patient thinks if her dry eyes were managed prior to surgery, maybe she wouldn't have needed surgery. Further the patient was advised for third opinion for lens exchange. The patient stated the distance vision has been worse since cataract surgery, glare issues and she would get headaches with her new rx glasses.